Manufacturer narrative:
The insulin pump was received motor error alarms during rewind due to corroded motor home switch. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed several motor errors during rewind. The customer's blood glucose was unknown at the time of incident. It was reported that the insulin pump was unable to rewind. The insulin pump was returned for analysis.